Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 18.2mmol/l with polyuria and poldypsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) was unable to complete troubleshooting. Cs attempted to contact the patient but was unsuccessful. This report is being made due to bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: the pump history shows the pump was not in use between (B)(6) 2015 at 22:56 until (B)(6) 2015 at 04:21. The last bolus delivery and the last basal delivery were on (B)(6) 2015. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.